Event description:
Philips received a complaint on the heartstart xl device indicating that the energy output was low. There was no reported patient involvement.

Manufacturer narrative:
The field service engineer (fse) assessed the device on-site at the customer's location. The device has reached the end of its lifespan; therefore, repairs are not possible as no spare parts are available. The device will remain at the customer's site as no additional evaluation is necessary at this moment.